Event description:
It was reported that the application instrument for the sternum zipfix jammed during use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. A function test was carried out and no errors were found. The instrument functioned as designed. Additionally, a verification of the manufacturing documents was carried confirming that this instrument is manufactured according to the specifications. No product error could be found. This complaint is invalid from a manufacturing standpoint.